Manufacturer narrative:
E.1. Initial reporter facility name: e(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was printing wrong labels. A technical support specialist (tss) logged in as carefusion admin (cfnadmin), cleared the print spooler through command prompt, and rebooted the station into application mode before restarting the print spooler services. Then the tss reconfigured the zebra printer settings, sent a successful test print, confirmed windows was up to date, and rebooted the station again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es insulin printer was printing incorrect labels. Customer stated that the insulin printer produced labels for a different product. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.